Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889, lot# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient was having lead removal the day after the call. The patient was concerned that there was not enough time for the trial to tell if it was working. The caller reported that the patient was not even back to their normal routine. The patient planned to ask their healthcare provider (hcp) about having the leads removed on monday. A later call from the consumer indicated that the patient was surprised at the frequency of voids and stated that they were going more than they thought they would be going. A final call from the patient indicated that after doing a lot of bending and movement the patient was concerned that the lead might have migrated because the patient was having urgency then day of the call. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
Device model number updated. Concomitant medical products: the main component of the system and other applicable components are: product ID: 3889, product type: lead. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.